Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Pinnacle metal-on-metal litigation record received. Litigation alleges injury, severe pain, discomfort, decreased mobility, and walks with a constant limp. Update in addition to what were previously alleged, pfs alleges metallosis and loose of stem. After review of medical records, patient was revised to address left proximal femoral fracture, metal on metal bearing surface, lysis of bone, and loose stem. Doi: (B)(6) 2008; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.